Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump failed downstream occlusion (dso) calibration" was confirmed through functional testing. The probable cause was the dso was defective. Further investigation also found the air in line detector was damaged. The dso sensor and air detector were replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the pump failed downstream occlusion (dso) calibration¿; during device evaluation it was found the dso sensor was defective and the air in line detector was damaged. The event occurred during testing. There was no patient involvement.